Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing charging difficulty following a previous revision procedure wherein the ipg was relocated. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that it was determined that the patient¿s ipg site was too deep. The patient underwent an ipg replacement procedure per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing charging difficulty following a previous revision procedure wherein the ipg was relocated. The patient will undergo an ipg replacement procedure.